Event description:
Patient had star sliding core mobile bearing revised.

Manufacturer narrative:
Patient had star sliding core mobile bearing revised after 8.5 years of implantation. Visual evaluation confirms sliding core mobile bearing has wear.